Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code related to the motor and a ventilator service required error code related to a field-effect transistor were observed in the error log. Err_dsp_motor_failure is a ventilator inoperative error code caused by blower failure; impeller won't rotate. Err_vbulk_fet_open is a ventilator service required error code that indicates an open vbulk fet (field-effect transistor). This mosfet (metal oxide semiconductor field effect transistor) connects the output of the ac/dc supply to the input of the boost converter. The device will not run off of ac supply but it will charge the batteries. The device will run off of battery power so there is not an impact to therapy quality, but there could be an impact to the availability of therapy. No repairs performed, device to be scrapped per request of customer.